Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was receiving unknown morphine drug (25 mg/ml at unk mg/day) and bupivacaine (10 mg/ml at unk mg/day) via an implantable pump for unknown indications for use. It was reported that the patient reached empty reservoir on (B)(6) 2024 and came in for a refill two days later but the pump continued to critically alarm. The technical services (tss) had the company representative (rep) to reinterrogate the pump and confirmed no new events in logs. The rep stated that the logs only showed programming steps following the empty reservoir. The tss had caller update the pump and confirm no active alarm banner was displayed. Additional information was received from a healthcare provider (hcp) via a company representative (rep) stated that the event issue was due to the patient.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.